Event description:
A customer contacted baxter's technical service center to report a patient death and to have the home choice (hc) picked up. The caller stated the patient was not connected to the device at the time of death and was hospitalized (reason unknown). During a follow up call, the facility nurse indicated she was not able to recall the cause or the date of death but stated it was within the past week. The nurse indicated the patient was hospitalized and not connected to the device at the time of death. The patient reportedly had no issues with therapy prior to this event. The nurse stated there was no relation to peritoneal dialysis therapy, the device, or any baxter solutions and the patient death. During a follow up call on (B)(6) 2010 the facility nurse indicated: there was no new information to provide regarding this event. The patient death was unrelated to therapy, baxter solutions or device. Reportedly, the patient expired related to respiratory distress. It is unknown if an autopsy was performed. The listed cause of death is unknown. The device was to be returned to baxter by the wife. No further information will be available regarding this event.

Manufacturer narrative:
(B)(4). The device has been requested to be returned to the baxter product analysis lab (pal) for indepth evaluation. Should the device be received and evaluated, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the device's service history record revealed no issues that may have contributed to the reported incident. Based on the available information, there is no indication the device caused or contributed to the home patient passing away. The root cause of this incident was undetermined. Renal quality engineering, along with plant servicing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.